Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(6). . A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm arrived at facility the unit had a white screen and keypad didn't work. The stm confirmed the display and keypad did not function. The stm installed a display pcb and keyboard pcb. The stm completed preventive maintenance (pm) with all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a discolored display and keypad not working. There was no patient involvement, thus no adverse event was reported.